Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post implant of the lead, the patient did some activities with arm, then the leads dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.